Event description:
Boston scientific was notified of an event where a transend ex platinum guidewire was being used in conjunction with a 6f envoy guiding catheter and rapid transit 1-marker microcatheter. During the procedure, the guidewire became jammed inside of the microcatheter. The guidewire was torqued, and a 5cm piece of the distal tip broke in the microcatheter. The piece was retrieved and the procedure was completed with another device. There was no deficit to the pt.